Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the image did not appear. The opticross¿ imaging catheter was used to visualize an unspecified target lesion located in a none calcified artery. Image appeared without issue on the 1st use. However, image did not appear at all on the 2nd use. Reconnection was performed several times, but the issue was not resolved. The procedure was completed with another same device. No patient complications were reported and the patient's condition is good. However, an open hole was observed at the sheath lap joint section of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, or retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. Open hole was observed at the sheath lap joint section of the device, leak was also observed during the flushing process. During image characterization testing, no image appeared in the system due to electrical open at proximal. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).